Event description:
It was reported from a stem cell transplant lab that the 200 ml bag conponent of the device displayed a leak on two occasions, during the 2nd centrifugation step of the processing sequence.

Manufacturer narrative:
Device eval begun, but not yet completed.